Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported that "external fixation, the microlengthener collapsed (shortened on itself as if the knob was turned in the wrong direction). This item should have lengthened, not shortened. The pt was given instruction for no load bearing, and no adjusting for a certain period of time and the pt disregarded surgeon's advice and continued to exercise and went jogging. Two pins broke as well. The external fixation is being removed today which is a few weeks earlier than scheduled."